Event description:
It was reported that during a prostate procedure, there was "diminished vaporization at 76,667 joules." The procedure was competed with a "turp." Patient outcome: "no injury to patient."